Event description:
Boston scientific cardiac rhythm management (crm) received information that, during a pacemaker implant procedure, this patient desaturated and there was no pulse. The sterile field was broken to intubate the patient. The patient was then re-prepped, draped and the procedure continued. The patient decompensated following the implant procedure, which extended the hospital stay. Approximately fifteen days post-implant, the patient was found in a prone position on the bed, pulseless and was not breathing. An allegation was made that the device was not functioning properly. A boston scientific sales representative reviewed the code sheet, which noted pacer spikes on the electrocardiogram, but no cardiac response. This could indicate that the cardiac tissue was non-responsive. The attending physician had written "possible pacemaker malfunction" on the code sheet. The implanting physician reviewed the case and definitively stated that the device was working appropriately, there was no lead movement and the issue was a result of the patient's tissue being non-responsive. Additionally, the patient was not pacemaker-dependent and electrolytes were not in a normal range.

Manufacturer narrative:
Available information suggests that this device was buried with the patient. No additional information is available at this time. This event will be reopened if any additional information is received.